Event description:
It was reported that the device header caused irritation, redness and pain at the pectoral grove. A deeper pocket was made and the leads were re-wrapped to keep the device further away from the surface of the skin. The patients discomfort was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.